Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred after the patient¿s hemodialysis (hd) treatment concluded as the blood was being returned. The leak was visually observed in the dialysate compartment. It was noted that the leak was internal. It was reported that the fresenius 2008t machine did not alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was reported as less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation

Event description:
A user facilityreported that a dialyzer blood leak occurred after the patient¿s hemodialysis (hd) treatment concluded as the blood was being returned. The leak was visually observed in the dialysate compartment. It was noted that the leak was internal. It was reported that the fresenius 2008t machine did not alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was reported as less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample a kinked and looped fiber was found in the body of the dialyzer. The fiber was potted on one end. No other damage or irregularities were noted on the returned sample. The sample was not subjected to a laboratory leak test as a kinked and looped fiber is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.